Manufacturer narrative:
Device lot number unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site has a damaged instrument tracker. There was no patient present when this issue was identified.